Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. The reported failure was confirmed through review of the battery data logs and was reproduced in house at the design facility. The investigation determined that the reported failure was due to an isolated component failure within the battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient harm or injury reported as a result of this incident. (B)(4).

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The preliminary evaluation of the device data logs confirmed the reported total power failure and alarm message. The device is currently being returned to the resmed design house for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a power failure and displayed an alarm. There was no patient injury reported as a result of this incident.